Manufacturer narrative:
(B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 3 for the same event: it was reported from france that during an unspecified surgical procedure, it was discovered that the electric pen drive device heated up and burnt the patient's lips while being used together with the drill/burr-attachment device and the cable device. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was patient and user involvement reported. It was unknown to the reporter if there was any medical intervention or prolonged hospitalization associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. It was determined that the device was received in a worn condition. It was determined that it appeared the marking had been partially removed and were not clearly visible. It was further determined that the device coupling was worn out and the pins had moved out as well. It was determined that the tool coupling could not be operated without effort. It was further determined that the attachment heated up very quickly and the gear box was faulty. It was observed that the etching had missing parts. It was further determined that the device failed pretest for general condition, marking and labeling, check the tool coupling and check machine coupling. It was further determined that the device was worn out. It was further determined that the partially nonvisible marking strongly indicated that an unauthorized and selective grinding to the external pins had been performed on the device. It was determined that the marking could not be read completely and the grinding in this case was most likely due to an unauthorized repair performed by the customer. The assignable root cause was determined to be due to unauthorized repair. If additional information should become available, a supplemental medwatch report will be submitted accordingly.